Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, during activation, the patient did not feel the cannula inserting into their skin. When the pod was removed, the site was reported to have looked ¿untouched, as if nothing had inserted at all¿ and the cannula appeared different to usual. The patient reported that the pink slide had moved into the viewing window. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No damages were observed that would result in a needle mechanism failure. The pod functioned as intended.